Manufacturer narrative:
This electrode was returned to post market quality assurance laboratory in two segments, having been severed during the explant procedure. Subsequent testing, performed separately on each segment, did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. Subsequently, a revision procedure was performed and the electrode was fractured while the physician was taking it out of the pocket. Which led to the patient experiencing discomfort, hematoma, pain, and swelling. The electrode and the s-ICD were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. Subsequently, a revision procedure was performed and the electrode was fractured while the physician was taking it out of the pocket. Which led to the patient experiencing discomfort, hematoma, pain, and swelling. The electrode and the s-ICD were successfully replaced. No additional adverse patient effects were reported.